Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to an unspecified interventional procedure. Reportedly, the knot was out of the proglide device while back loading it on the guide wire. The sutures of two new proglide devices were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.